Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 the patient reported that the infusion set cannula was kinked, with 1 sets of infusion and patient faces symptoms within 3 hours of insertion.the site of insertion is upper buttocks.the blood glucose level was 300-400 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.